Event description:
On (B) (6)4, 2010, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The patient tests his blood glucose once in the morning and once at night. He manages his diabetes with sliding-scale "fast-acting" insulin based on his meter readings and "slow-acting" insulin. The reporter indicated that the alleged issue started on an unspecified date/time in (B) (6) 2009. The reporter claimed that in two instances, she compared the reported meter to her own personal meter and got widely different blood glucose readings. She said, the reported meter read over 32 points higher than her own meter. In one instance, she tested her husband (the patient) and got a result of "48 mg/dl" on the reported meter. At the same time, she tested his blood glucose with her own meter and got "84 mg/dl." She could not recall if he was symptomatic at the time. However, the reporter alleged that the patient was possibly having low blood sugar episodes at night due to taking too much sliding-scale insulin based on his meter readings. The reporter claimed that in the middle of the night, she would find him "out of it," and shaky and weak. The reporter could not recall what meter readings, if any, he obtained while feeling low. She also was unable to provide details of what actions the patient took prior to going to bed each night that he had a low episode. In each case that the patient had a low episode, the reporter mentioned that he would eat something to help relieve his symptoms. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that on a few cases, the patient developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.